Manufacturer narrative:
Device evaluation: 1 x zso-10-5 of lot number: c1710020 was not returned to cirl for evaluation. Documents review including IFU review: prior to distribution all x zso-10-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-10-5 of lot number: c1710020 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1710020. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. The device was noted as kinked when they loaded it onto the wireguide. Additional information requested as to the complaint device once as per dv0001556. The customer commented that the ¿product was too hard and could not be backloaded and twisted during use.¿ this issue with device use most likely contributed to the kinking of the device. They also noted that ¿there is no pigtail straightener¿ as 10 french size zso stent s are not supplied with a straightener therefore no additional complaint is required. This issue most likely further contributed to the kinking of the device while being straightened as it was being loaded onto the wire guide. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Product was too hard and could not be backloaded and twisted during use. Also they complained there is no pigtail straightener. Lot confirmed. "As per complaint form": the complaint is related to product placement. The product could not use in the end because product was too hard and could not be back loaded and twisted during use. The product is kinked. Also they complained there is no pigtail straightener. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient / event: notes: 1. When was the kink noted; was the kink noted when they opened the package? When they loaded the stent onto the wire. 2. Was the pigtail straightener used to straighten the pigtails? In the 10 french zso stents there is no pigtail straightener included. 3. What was the size, make and model of the wire guide used? 0,035¿ jagwire boston scientific. 4. Did the device kink when they tried to advance it over the wire guide? N.a. 5 what catheter was used with the stent and was it lubricated with a water soluble lubricant? Zso stents cannot be used with catheters but must placed directly over a wire guide; pushing catheter in 10 french was ready but wasn't used as stent got kinks; no lubricant was used (not necessary according to IFU). 6. Was the stent introduced tapered tip first? Yes.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Product was too hard and could not be backloaded and twisted during use. Also they complained there is no pigtail straightener. Lot confirmed. "As per complaint form": the complaint is related to product placement. The product could not use in the end because product was too hard and could not be back loaded and twisted during use. The product is kinked. Also they complained there is no pigtail straightener.